Event description:
It was reported that when the device was used during a laparoscopic hernia repair, the device misfed the staples. Another device was used to complete the case. There was no consequence to the pt.